Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, the device was not in bvvi. Session record or device image containing bvvi information were not available. Reset could not be reproduced in the lab. Functional test found the device to be normal..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited backup vvi operation. The device was restored to normal settings. Testing values were within normal values. Patient was stable.